Event description:
Tried lofric primo catheter (was testing samples supplied by my urologist), had previously used cure straight catheters. Coloplast speedicath, self cath plus, and self cath. Found insertion and removal to be painful. Felt like eyelets were scraping the urethra. After a couple uses, I stopped sampling the lofric primo. I looked at the eyelets on the primo versus speedicath under high magnification. I think it is obvious the transition from tube to eyelet on primo is stark and can scratch. Speedicath seems to have a gradual transition. I have contacted lofric . I do not know whether I am wrong in my assessment, their catheter was defective in production, or their design is fundamentally flawed.